Event description:
It was reported that the burr got stuck in lesion. The target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 1.5 rotaburr was selected for use. During the procedure, it was noted that the burr got stuck in the lesion. The burr was able to be dislodged in a ping pong technique and completed the procedure. No patient complications were reported.